Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their battery was getting low, and they were wondering if changing the program and increasing the stimulation would be beneficial because they started feeling return of symptoms since a month ago where they felt that they would need to go to the bathroom more often. The agent reviewed device optimization with the patient. The patient attempted to connect to their therapy but got a "internal device has lost all data, contact your clinician" message on their handset. The agent reviewed meaning the of the message. The patient stated they got a message indicating that their battery was low a week ago, so they notified their doctor and they had an appointment with their doctor this coming august 21, 2026. The patient also stated that they had a mammogram a month or 2 ago. The agent reviewed and redirected the patient to their healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.